Event description:
It was reported that an access irrigation set was found with "particulate matter on the yellow rubber tube at the end of the device." There was no patient involvement as this was found before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was received for evaluation in its original packaging. A visual inspection of the device was performed with no issues noted. Underwater leak testing was performed and did not identify any leaks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.